Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after activating the hemopro device in the leg, the device failed to deactivate and remained activated. The hospital did not report any pt effects. The product was returned to maquet cardiovascular for eval.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A supplemental report will be submitted once the device eval is complete. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).